Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the customer's reported failure was not confirmed. However an e315 error, which is a reportable malfunction, was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, a probable root cause of the malfunction, screen becomes noised and flicker occurs, could not be identified as it was not reproduced. In regards to the e315 error, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a flickered image and screen became noised. The event occurred during inspection for use. There were no reports of patient involvement.